Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of genital haemorrhage ("still bleeding bright red") in a 48 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of d & c in august 2014. She had a depo shot (nos) a few days before the insertion as her 3 months birth control. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced post procedural haemorrhage ("spotting/bleeding (passing clots)"). In 2014 she experienced genital haemorrhage (seriousness criteria medically important and intervention required), abdominal pain lower ("cramping at night"), bladder discomfort ("bladder is full but not distended") and micturition disorder ("she feels as if she was passing a liquid with the blood"). Essure was removed on (B)(6) 2023. The patient was treated with surgery (essure removed by hysterectomy with bilateral salpingectomy). On (B)(6) 2014, post procedural haemorrhage had resolved. At the time of the report, none of the remaining events had resolved. No causality assessment was received for essure with regard to post procedural haemorrhage, abdominal pain lower, bladder discomfort, micturition disorder or genital haemorrhage. The reporter commented: essure (fallopian tube occlusion insert) was inserted on (B)(6) 2014. On (B)(6) 2014, consumer (48 years old) experienced spotting and bleeding the whole time; and at the time of the report, she was passing clots but the bleeding did not change color (it was red). She stated that she was not hemorrhaging, that her mother is a rn (understood as registered nurse) and knows the difference; but she used a super plus tampon at 8 am and when she wiped herself after using the bathroom she felt as if she should change it already at 10am. Girlfriend told ((B)(6) 2014) that on sunday her girlfriend picked up some furniture and then she was bleeding. Girlfriend herself hat no adverse event. Consumer told she went to the doctor and he gave her a birth control patch to put on her behind to make sure bleeding stopped. Physician thought she was pre-menopausal but her hormone tests came back like a 20 year old. Her physician also said that the bleeding was her menses but since the color was not changing, consumer wanted to know if it was normal. A week prior to this report an injection of an antibiotic was given. She stated that she was doing better and the bleeding stopped on (B)(6) 2014. On (B)(6) 2014, consumer stated that she was still bleeding bright red at the time of this report and was on unspecified hormone patch to stop bleeding but it was not working. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("essure sterilization device is embedded in the myometrium in the") and genital hemorrhage ("still bleeding bright red") in a 48 year-old female patient who had essure inserted (lot no. A57111) for female sterilization. Additional non-serious events are detailed below. The patient had a medical history of d & c in (B)(6) 2014, knee operation, joint pain, hyperlipidemia, anxiety, parity 3, multi gravida and pelvic pain. She had a depo shot (nos) a few days before the insertion as her 3 months birth control. Previously administered products included: fluticasone. The patient had a family history of heart disease, unspecified, hypertension and thyroid disorder. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced post procedural hemorrhage ("spotting/bleeding (passing clots"). In 2014 she experienced genital hemorrhage (seriousness criteria medically important and intervention required), abdominal pain lower ("cramping at night"), bladder discomfort ("bladder is full but not distended") and micturition disorder ("she feels as if she was passing a liquid with the blood"). Essure was removed on (B)(6) 2023. An unknown time later she experienced embedded device (seriousness criteria medically important and intervention required). The patient was treated with surgery (essure removed by hysterectomy with bilateral salpingectomy on (B)(6) 2023). On (B)(6) 2014, the post procedural hemorrhage had resolved. At the time of the report, the genital hemorrhage, abdominal pain lower, bladder discomfort and micturition disorder had not resolved. No causality assessment was received for essure with regard to post procedural hemorrhage, abdominal pain lower, bladder discomfort, micturition disorder, genital hemorrhage or embedded device. The reporter commented: essure (fallopian tube occlusion insert) was inserted on (B)(6) 2014. On (B)(6) 2014, consumer (48 years old) experienced spotting and bleeding the whole time; and at the time of the report, she was passing clots but the bleeding did not change color (it was red). She stated that she was not hemorrhaging, that her mother is a rn (understood as registered nurse) and knows the difference; but she used a super plus tampon at 8 am and when she wiped herself after using the bathroom she felt as if she should change it already at 10am. Girlfriend told (B)(6) 2014) that on sunday her girlfriend picked up some furniture and then she was bleeding. Girlfriend herself hat no adverse event. Consumer told she went to the doctor and he gave her a birth control patch to put on her behind to make sure bleeding stopped. Physician thought she was pre-menopausal but her hormone tests came back like a 20 year old. Her physician also said that the bleeding was her menses but since the color was not changing, consumer wanted to know if it was normal. A week prior to this report an injection of an antibiotic was given. She stated that she was doing better and the bleeding stopped on (B)(6) 2014. On (B)(6) 2014, consumer stated that she was still bleeding bright red at the time of this report and was on unspecified hormone patch to stop bleeding but it was not working. Discrepancy noted : insertion date: as per argus (B)(6) 2014. As per mr : (B)(6) 2014. 2-3 coils visualized in each ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 27.105 kg/sqm. [Pathology test] on (B)(6) 2023: diagnosis and specimens: uterus, cervix, and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy (52 g): uterine cervix: benign endo-and ectocervix. No evidence of dysplasia. Uterine corpus: benign basalis-type endometrium. No evidence of hyperplasia or carcinoma. Unremarkable serosal shave. Benign fimbriated fallopian tubes with coiled metallic devices compatible with essure. The fallopian tubes contain exposed coiled metallic devices grossly consistent with a essure sterilization implants. A portion of the essure sterilization device is embedded in the myometrium in the cornu of the endometrial cavity. The fallopian tube is surfaced by smooth blue-gray serosa. Sectioning reveals stellate white-tan cut surfaces. The contained coiled metallic device is approximately 2 1 cm in length and 0.2 cm in maximum diameter. The assumed left fimbriated fallopian tube is 7.1 cm in length and 0.7 cm in maximum diameter. The fallopian tube is surfaced by smooth blue-gray serosa. Sectioning reveals stellate white-tan cut surfaces. The contain coiled metallic device is approximately 2 5 cm in length and 0.2 cm in maximum diameter. [Pregnancy test] on (B)(6) 2014: negative. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-sep-2023: mr received : event embedded device added. Lot number, reporters information patient medical history and surgical pathology reports were added. Product insertion date and rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("essure sterilization device is embedded in the myometrium in the") and genital haemorrhage ("still bleeding bright red") in a 48 year-old female patient who had essure inserted (lot no. A57111) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of d & c in august 2014, knee operation, joint pain, hyperlipidemia, anxiety, parity 3, multi gravida and pelvic pain. She had a depo shot (nos) a few days before the insertion as her 3 months birth control. Previously administered products included: fluticasone. The patient had a family history of heart disease, unspecified, hypertension and thyroid disorder. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced post procedural haemorrhage ("spotting/bleeding (passing clots)"). In 2014 she experienced genital haemorrhage (seriousness criteria medically important and intervention required), abdominal pain lower ("cramping at night"), bladder discomfort ("bladder is full but not distended") and micturition disorder ("she feels as if she was passing a liquid with the blood"). Essure was removed on (B)(6) 2023. An unknown time later she experienced embedded device (seriousness criteria medically important and intervention required). The patient was treated with surgery (essure removed by hysterectomy with bilateral salpingectomy on (B)(6) 2023). On (B)(6) 2014, the post procedural haemorrhage had resolved. At the time of the report, the genital haemorrhage, abdominal pain lower, bladder discomfort and micturition disorder had not resolved. No causality assessment was received for essure with regard to post procedural haemorrhage, abdominal pain lower, bladder discomfort, micturition disorder, genital haemorrhage or embedded device. The reporter commented: essure (fallopian tube occlusion insert) was inserted on (B)(6)2014. On (B)(6) 2014, consumer (48 years old) experienced spotting and bleeding the whole time; and at the time of the report, she was passing clots but the bleeding did not change color (it was red). She stated that she was not hemorrhaging, that her mother is a rn (understood as registered nurse) and knows the difference; but she used a super plus tampon at 8 am and when she wiped herself after using the bathroom she felt as if she should change it already at 10am. Girlfriend told ((B)(6) 2014) that on sunday her girlfriend picked up some furniture and then she was bleeding. Girlfriend herself hat no adverse event. Consumer told she went to the doctor and he gave her a birth control patch to put on her behind to make sure bleeding stopped. Physician thought she was pre-menopausal but her hormone tests came back like a 20 year old. Her physician also said that the bleeding was her menses but since the color was not changing, consumer wanted to know if it was normal. A week prior to this report an injection of an antibiotic was given. She stated that she was doing better and the bleeding stopped on (B)(6) 2014. On (B)(6) 2014, consumer stated that she was still bleeding bright red at the time of this report and was on unspecified hormone patch to stop bleeding but it was not working. Discrepancy noted : insertion date as per argus (B)(6) 2014 as per mr : (B)(6) 2014 2-3 coils visualized in each ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 27.105 kg/sqm. [Pathology test] on (B)(6) 2023: diagnosis and specimens: uterus, cervix, and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy (52 g): uterine cervix: benign endo-and ectocervix. No evidence of dysplasia. Uterine corpus: benign basalis-type endometrium. No evidence of hyperplasia or carcinoma. Unremarkable serosal shave. Benign fimbriated fallopian tubes with coiled metallic devices compatible with essure. The fallopian tubes contain exposed coiled metallic devices grossly consistent with a essure sterilization implants. A portion of the essure sterilization device is embedded in the myometrium in the cornu of the endometrial cavity. The fallopian tube is surfaced by smooth blue-gray serosa. Sectioning reveals stellate white-tan cut surfaces. The contained coiled metallic device is approximately 2 1 cm in length and 0.2 cm in maximum diameter. The assumed left fimbriated fallopian tube is 7.1 cm in length and 0.7 cm in maximum diameter. The fallopian tube is surfaced by smooth blue-gray serosa. Sectioning reveals stellate white-tan cut surfaces. The contain coiled metallic device is approximately 2 5 cm in length and 0.2 cm in maximum diameter [pregnancy test] on (B)(6) 2014: negative lot number: a57111,manufacture date: 2013-10,expiration date: 2015-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 17-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of genital haemorrhage ("still bleeding bright red") in a 48 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of d & c in (B)(6) 2014. She had a depo shot (nos) a few days before the insertion as her 3 months birth control. On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, the day of essure insertion, she experienced post procedural haemorrhage ("spotting/bleeding (passing clots)"). In 2014 she experienced genital haemorrhage (seriousness criteria medically important and intervention required), abdominal pain lower ("cramping at night"), bladder discomfort ("bladder is full but not distended") and micturition disorder ("she feels as if she was passing a liquid with the blood"). The patient was treated with surgery (essure removed by hysterectomy with bilateral salpingectomy) on (B)(6)2023. On (B)(6)2014, post procedural haemorrhage had resolved. At the time of the report, none of the remaining events had resolved. No causality assessment was received for essure with regard to post procedural haemorrhage, abdominal pain lower, bladder discomfort, micturition disorder or genital haemorrhage. The reporter commented: essure (fallopian tube occlusion insert) was inserted on (B)(6)2014. On (B)(6)2014, consumer (48 years old) experienced spotting and bleeding the whole time; and at the time of the report, she was passing clots but the bleeding did not change color (it was red). She stated that she was not hemorrhaging, that her mother is a rn (understood as registered nurse) and knows the difference; but she used a super plus tampon at 8 am and when she wiped herself after using the bathroom she felt as if she should change it already at 10am. Girlfriend told ((B)(6)2014) that on sunday her girlfriend picked up some furniture and then she was bleeding. Girlfriend herself hat no adverse event. Consumer told she went to the doctor and he gave her a birth control patch to put on her behind to make sure bleeding stopped. Physician thought she was pre-menopausal but her hormone tests came back like a 20 year old. Her physician also said that the bleeding was her menses but since the color was not changing, consumer wanted to know if it was normal. A week prior to this report an injection of an antibiotic was given. She stated that she was doing better and the bleeding stopped on (B)(6)2014. On (B)(6)2014, consumer stated that she was still bleeding bright red at the time of this report and was on unspecified hormone patch to stop bleeding but it was not working. The most recent follow-up information incorporated above includes data received on: 02-may-2023: report was now reported from a lawyer (legal case now). Essure was removed. Event genital hemorrhage was upgraded to serious incident. Imdrf-FDA synchronization. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.